Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for investigation. Based on the results of the investigation, it's likely that the image intermittently displayed occurred because the scope socket could not be secured properly due to loosened connection of the scope socket. The cause of the loose connection of the scope socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus while using the visera elite video system center, there is a bad connection. The camera/picture keeps going in and out, and you must hold the back at times. The event occurred during the procedure. There is no patient harm or injury associated with the event.